Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll when bolus delivery was attempted. Customer reported that anomaly may have been due to moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The up arrow on the insulin pump had intermittent response due to corroded keypad traces. No numbers were noted scrolling during testing. The device had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.